Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic appendectomy, the patient returned to the hospital and was admitted through the emergency room for abdominal pain. During exploration of abdominal cavity during laparoscopic surgery with right hemicolectomy, the surgeon suctioned out the pus and fluids which is the result of dehiscence observed at the staple line of the appendix.